Event description:
The customer alleged that no functions are working on his bed, and he has the bed not down, motor power off, brake not set, volume and light l e d on, but no service required.

Manufacturer narrative:
Customer called saying that power supply pcb is very wet. Customer reported that he changed the board and it solved the problem. No related injuries to report.